Manufacturer narrative:
(B)(4). Additional information was requested. The analysis results of the device found that it was received in good visual condition. In an attempt to replicate the event reported the device was functionally evaluated. Upon firing of the device, the remaining clips were conforming according to our manufacturing specifications. No conclusion could be reached as to what may have caused the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure the device was not feeding properly and holding on the vessel once placed. It is not known how the case was completed. There was no patient consequence reported.